Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 80-the motor processor did not report the coasting as finished in reasonable time. Data in alarm can identify if this was basal/bolus, fill tubing or fill cannula. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement and self test. No pump error 80 alarm during testing. However, pump error 53 alarm during the rewind test. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 53 alarm. Successfully downloaded history files and traces using thump. In further analysis of the pump history found pump error 80 alarm on 02/17/2025 at 11:25:53.000, multiple pump error 53 alarm (file number: 16, line number: 450) on 02/17/2025 from 08:12:55.000 until 13:38:17.000, multiple pump error 54 alarm (file number: 32149, line number: 202) on 02/17/2025 from 08:12:55.000 until 13:38:17.000, pump error 2 alarm on 02/17/2025 at 11:26:33.000 and pump error 42 alarm on 02/17/2025 at 11:26:35.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Swapping out test boards confirms pump error 53 alarm is isolated to pcba 2. The sc1 cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: pillowing keypad overlay and scratched case. Pump error 80, 54, 2 and 42 alarm confirmed in the pump history, problem isolated in the electronic assembly. Pump error 53 alarm confirmed in the pump history and during the rewind test, problem isolated to the pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.